Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the device evaluation is still pending. The cause of the event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during quality inspection, the scope has a sharp area on the a rubber and the bending section is broken. No user/patient involvement reported on this event.